Manufacturer narrative:
The reported event of failure to interrogate the device was confirmed in the laboratory. The cause of the loss of communication was due to low battery voltage. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. During the follow up, it was discovered that the implantable cardioverter defibrillator was unable to be interrogated. It was suspected that the device may exhibited a premature battery depletion. On (B)(6) 2019, the device was explanted and replaced successfully. The patient condition was stable and was discharged post procedure.